Manufacturer narrative:
Patient information was unavailable from the site. The parts were returned to the manufacturer for evaluation. After the parts went through a visual/physical examination and functional testing it was observed that the generator was connected to a known good system and had normal tracking volumes it was allowed to run for an extended time and had no issues. No problem was detected. When the other part was connected to a known good axiem box and field generator, the returned unit powered up without issue four times. On the fifth and sixth, the connection was not recognized. The axiem box showed an error. The computer was replaced and the system was working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system became unresponsive but was able to be rebooted and the case was finished using the navigation system. There was no reported surgical delay or patient impact. On the fourth case, the system became unresponsive and had to be rebooted four times before it became responsive. A manufacturer representative clarified that the system failed to recognize the emitter upon initial power up for the first case, prior to the patient being in the room. The representative powered the system down and back on and everything was working before the patient was present. The case went smoothly and there was no delay. The system functioned perfectly for the second and third cases. During setup for the fourth case, before the patient was in the room, the system would not recognize the emitter. The system was powered on and off four times before the emitter was recognized. The system functioned as normal and there was no delay to the procedure. All procedures were completed with the system. There was no delay on any of the cases.